Manufacturer narrative:
Concomitant product: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported shocking and discomfort from stimulation. It was occurring daily and the patient was not doing anything out of the ordinary. The stimulation change was not related to positional movement. There was no trauma or falls that could be related to this issue. There was no recent medical test or electromagnetic interference (emi) exposure. The patient had checked their device with the patient programmer (pp) and confirmed the implantable neurostimulator (ins) status and programming. Stimulation had been off for the last 4 months because they had not had pain and because it felt as it was shocking him. The pp showed that stimulation was off. This was noted that the change in therapy/symptoms was considered sudden. The issue occurred in (B)(6) 2015. The patient's relevant medical history includes complex regional pain syndrome (crps) type ii and spinal pain. It was noted that MRI compatibility guidelines were requested. The patient needed an MRI of the hand/wrist. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.